Event description:
Information was received from a health care professional via a clinical study regarding a patient who was receiving lioresal (concentration 2000 mcg/ml, dose 358.9 mcg/day) via an implantable pump. The clinical diagnosis was multiple sclerosis. A pump motor stall was reported; the stall was discovered upon device interrogation. The etiology was magnetic resonance imaging (MRI) related to the device/therapy and unrelated to implant procedure, the MRI was ordered by the patient's multiple sclerosis doctor. Interventions; pump was reprogrammed, motor stall recovery occurred. The event outcome was resolved without sequelae on (B)(6) 2016. There were no symptoms mentioned.

Event description:
Additional information indicated that the patients multiple sclerosis doctor ordered the MRI. The motor stall occurred at 11:14 and recovery was noted at 12:30

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated the motor stall and recovery occurred on the same day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.